Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose level. Therefore, he tried to treat it with a bolus via pump. After changing the infusion set, subsequently, on (B)(6) 2020, the patient went to the emergency room with blood glucose level of 702 mg/dl. While in the emergency room, when the cannula was removed, they noticed that the cannula was bent. The patient stayed for two hours in the emergency room, but his condition was unstable. Consequently, he was admitted to the intensive care unit with blood glucose level of 400 mg/dl and he also had high ketone levels. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) which resolved the issue, as patient's blood glucose level went down. Reportedly, the infusion had been used for 12 hours and he did not notice any damage to the infusion sets when the package was first opened. On (B)(6) 2021, the patient was released from the hospital. Moreover, they replaced the infusion set and insulin was resumed successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.